Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the arteriovenous (av) fistula using an indigo system aspiration catheter 7 (cat7) and non-penumbra sheath (8fr). During the procedure, the cat7 kinked around the midshaft when advancing through the sheath. Therefore, the cat7 and sheath were removed. The procedure was completed using a new catd and new non-penumbra 8fr sheath. There was no report of an adverse effect to the patient.